Event description:
During initial assessment, an increased intra-peritoneal volume (iipv) event was identified which occurred on date (B)(6) 2010 during drain cycle 4. The drain volume was 3320 ml. The programmed fill volume was 2000ml. This drain amount meets overfill criteria.

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. Any results of evaluation will be provided in a follow up emdr.